Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had display anomaly. Customer's blood glucose at time of incident was unknown. Customer reported that there is full black screen and pump was exposed to extreme temperature. Customer was advised to stabilize at room temperature. The customer was advised we will send a replacement pump. The customer was asked verbally and in written form to return broken pump for analysis.

Manufacturer narrative:
The pump was received with a steady white half display due to cracked lcd display traces at the right lower area. Unable to perform the functional testing, including the rewind, seating, basic occlusion, occlusion, force sensor or displacement test due to the display anomaly. No full black display anomaly was noted. The pump was received with minor scratches on the lcd window and case.